Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 12 atms on the initial inflation. The 99% stenosed lesion was located in the calcified and tortuous 1st diagonal branch (d1). Rotablation was performed and the procedure was successfully completed with a different balloon catheter. No pt injuries or complications were reported. Pt status is reported "good."